Event description:
It was reported that the user received an occlusion alarm on the ilet while using a steel contact detach infusion set, with subsequent high sensor glucose and a confirmatory fingerstick glucose of 587 mg/dl; tubing was tested, no bubbles or kinks were observed, delivery was resumed, and the user was advised to monitor for recurring occlusions. Symptoms included hyperglycemia. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of the information provided. Investigation of this case revealed no device problem found and a lack of effect consistent with reported occlusion, while the device component could not be determined due to insufficient information. It was concluded, based on previously established findings for similar reports, that the cause was not established. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.